Manufacturer narrative:
Intuitive surgical, inc. Received the monopolar curved scissors instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. A cut test was performed on an in-house system with no issue. The instrument was re-tested, and it passed all tests on both attempts. The instrument was fully functional. Per a visual inspection, no issues were found. The instrument passed the electrical continuity test. No product issue was identified. The probable root cause cannot be determined based on the information provided and on the failure analysis results.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation. A review of the site's system logs for the reported procedure date was conducted by the isi regulatory post-market surveillance (rpms) analyst. Per the investigation, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Per a review of the device logs, the instrument was used in 4 procedures prior to the procedure reported in this record.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy procedure, the distal portion of the monopolar curved scissors tips did not cleanly cut the tissue; rather, the instrument tore the unspecified target tissue. Further details regarding the tissue that was torn, the extent of the damage, and any medical interventions required are currently unknown. Per the reporter, the instrument underwent one wash cycle prior to the procedure, and the issue was not with the sterilization process. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.